Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04935. It was reported the patient experienced ineffective stimulation. X-rays indicated the leads had migrated. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates one lead was replaced and one lead was repositioned on (B)(6) 2021 to address the issue.